Event description:
It was reported via repair work order that the that the patient right top rail was broken at the foot end, exposing sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.